Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received analyzer alarms and found a sample cup was stuck in the gripper. The customer also stated there was a low elecsys ferritin result for one patient sample that was questioned by a physician as he expected the result to be higher. The initial result was 0.721 ng/ml and was reported outside of the laboratory as <3 ng/ml. The physician did not act on the result and stated he would wait for the repeat result. The repeat result was 250 ng/ml and was believed to be correct. The patient was not adversely affected. The reagent lot number was and expiration date were requested but were not provided. The customer declined a service visit and stated they did not think there was an issue as their controls had been fine.

Manufacturer narrative:
The investigation found the issue was due to the customer not using the rack adapters. The customer was educated on the use of rack adapters. They confirmed they received customer bulletin " complimentary sample disk tube adapters and cup adapters for standard racks for use with 13 mm sample tubes" which describes the possibility of erroneous results and addressed the issue.